Event description:
Coring has been noted in these vials. 4 instances in past 30 days noted by pharmacy. Vials are utilized as final finished container for sterile compounds of allergenic extract immunotherapy which are administered via subcutaneous injection to patients in the ambulatory clinic setting. No known patient harm events reported at the moment. Pt: 4582. Device: 1261, 1120. Reference reports: mw5190520, mw5190522, mw5190523. This report captures vial device #2.

Event description:
Additional information received on 07/13/2026 for report mw5190521 to update procode to lhi.